Manufacturer narrative:
No consequences or impact to patient. Inflation difficulties. Visual examination of the returned device revealed that the balloon was found to be torn longitudinally. The caused of the reported malfunction is undetermined; it is likely attributable to operational context due to contact with a sharp exterior source such as a calcified lesion. The device history record for this lot was reviewed; no anomalies were noted. A search for similar complaints was completed and found no other complaints were associated with this lot.

Event description:
It was reported to boston scientific corporation in early 2008 that a cre balloon catheter was used during a procedure performed the same day (patient gender, weight and weight are unknown). According to the complainant, during the procedure, they were unable to increase pressure and found that the balloon was broken. No part of the device detached within the patient body. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".